Event description:
Information was received that a smiths medical level 1 hotline fluid warmer had an "disposable alarm not working". No adverse effects were reported.

Event description:
Investigation completed on level hotline low flow systems - summarized in h 10.

Manufacturer narrative:
Investigation results completed on a smiths medical hotline low flow systems. Device arrived to site much later then date of event that occurred. The device was found to have a cracked tank cover. Wear and tear damage end front cover and pole clamp.. Micro switch also faulty. Evaluations and testing verified complaint when powering the device on. The issue was isolated to the micro switch would not trigger disposable alarm. Action taken to replace the micro switch. No DHR reviews to indicate problem with device when tested in manufacturing. The outer damage in most likely due to device being implemented in a critical care setting like a trauma room, where multiple people are at the bedside resuscitating and banging equipment around. Repair summary : enclosure, tank cover, front cover, micro switch, pole clamp, and reflux plug. Testing of device passed once all repairs were completed. Updated fields on report: b 1. B 4 . B 5 . D 10. G 7 . H 1. H 2 . H 3 . H 6 . H 10.